Manufacturer narrative:
(B)(4). The components were received connected together. The returned components were visually examined with an without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned epidural catheter revealed that the catheter appears used. The catheter appears to be occluded at the distal end with biological material. Microscopic examination of the inside of the distal tip of the catheter revealed that the catheter does not appear to be occluded where the biological material is present. The catheter appears to be hollow. A functional flow test was performed using the returned components and the lab leak tester (c05176). The snaplock adapter was connected to the lab leak tester and the pressure was increased to 10 psi. Water could be seen exiting the distal end. Flow could be established through the catheter. No blockage was found. The reported complaint of difficulty injecting through the catheter could not be confirmed based on the sample received. The returned catheter was received with excessive biological material found within the catheter. However, the catheter passed a functional flow test. Water could be injected through the catheter at a regular flow. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, there were no functional issues found with the returned sample. A corrective action is not required at this time as there were no functional issues found with the returned sample.

Event description:
The customer alleges that the medical solution could not be infused through the inserted catheter. A new kit was used. No report of a patient injury.